Event description:
A medtronic representative reported an alleged inaccuracy of approximately up to 13mm, occurring while in an ent procedure. No further details were provided. The surgeon opted to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative following-up at the site, noted the site deleted the exams off the navigation system following the surgery. No patient logs/exams will be submitted to manufacturer for analysis. No files/logs returned to manufacturer.